Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that they have experienced extreme pain in the implant area it was further reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) episodes. The icm remains in use. No further patient complications have been reported as a result of this event.